Manufacturer narrative:
(B)(4). Product has been returned and the valve is manufactured by an external supplier. An analysis performed by the supplier confirmed that a small fiber or what appears to be an eyelash was located within the valve which may have contributed to the leak. It was also observed that the valve had cuts and scuff marks on the sample. A review of the supplier's manufacturing equipment, manufacturing process and environmental controls was conducted and confirmed that a leaking condition would have been detected prior to release of the product. According to the manufacturer, the origin of the introduced particle cannot be determined, however based on the visual evidence and based on the review of manufacturing controls, it is possible the particle was introduced by the end user.

Manufacturer narrative:
(B)(4). No pinhole was confirmed on the cuff by the customer.

Event description:
It was reported that twenty days after the intubation, air was inserted into the cuff but the low pressure alarm was generated in thirty minutes. The cuff was re-inflated but the low pressure alarm was generated again. There is no reported patient harm associated with this event.